Event description:
The pt presented to cath in 11/2004 with stable angina (ccs3) and a negative stress echo. Pre-procedure medications were not recorded in the database. Pre-procedure labs were serum creatinine of 1 mg/dl and an ejection fraction of 65%. A cbc and cardiac enzymes were not done. Pci was performed on a 70% de novo lesion of the mid lad of unknown vessel diameter and lesion length with moderate tortuosity of the proximal segment. The (b2) eccentric lesion was characterized with an irregular contour, angulation between 45 and 90 degrees, little or no calcification and unknown presence of thrombus. Heparin 7500 units IV qd, plavix 600 mg po qd, ntg 100 mcg ic bid, and ntg 200 mcg ic tid were given intra-procedurally.